Manufacturer narrative:
MDR 2518422-2022-90949 under (B)(4) is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2025-113093 (B)(4), (B)(4). This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
MDR 2518422-2025-113093 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-90949. This follow up report is being filed for awareness of this duplicate report.

Event description:
A remstar pls device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed no foam particles in the airpath, yet foam degradation was noted. There was also presence of dust of dirt in the device. The device sound abatement foam needed to be replaced to address the issue.